Event description:
Report received of an over-delivery of tpn. It was reported that in 2003 at 2100, the pump was programmed to deliver 1920ml of tpn at a rate of 80ml/hr to infuse over 24 hours. The following day at approx 1930, the pump alarmed air in line. At this time, the rn notes that the volume to be infused indicated that there was still 140ml to be infused, but the tpn bag was empty. The customer stated that the physician was notified and the pt was given d10 until the next tpn bag was available. At 2100, the next tpn infusion was started. The following day, again at approx 1930, the pump alarmed for air in line and the tpn bag was empty. The pump was taken out of clinical service and the pt again was given d10 until the next tpn bag was available. There was no reported adverse pt effect and no medical interventions was required. Though requested, no add'l info was available.